Event description:
It was reported the patient developed an infection. The lead was explanted. The right ventricular lead was returned in segments, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, returned product testing found the device did perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274trk ICD, implanted: (B)(6) 2010; 5071-53 lead, implanted: (B)(6) 2005. (B)(4).